Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that upon opening of vasoview 6 pro, the blue port was cracked. Kit was not used on the patient. New kit was opened for case use. No patient injury noted.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/10/2024. An investigation was conducted on 04/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There were no visual defects observed on the device. The blue ports for both the insufflation tubing and scope wash tubing were observed to be intact with no visual defects. A mechanical evaluation was conducted. The c-ring was able to be retracted and extended using the c-ring slider with no physical or visual difficulties. The bisector rod was also able to be retracted and extended within the cannula with no physical or visual difficulties; however the bisector blade was unable to be extended and retracted using the toggle. The rocker assembly was unable to be used to extend and retract the blade and did not function properly. The rocker assembly was unscrewed so the individual pieces could be examined. The pull rod ball was out of the socket of the rocker arm, providing no connection between the two components. Due to the lack of connection, the assembly came apart when the screws were removed with no physical force used. As demonstrated in the DHR, the device undergoes the final testing described in 90509699 part 6 (tool inspection) to ensure that the assembled device functions as expected before release from the factory. Based on the returned condition of the device and the evaluation results, the reported failure "break; port" was not confirmed, however the analyzed failure "mechanical problem" was confirmed. The DHR, shop floor paperwork was reviewed. The device serial/lot conforms to all applicable product specifications. All device components pass 100% inspection. Per 90509699 rev ah, all bisectors are inspected to make sure that the tool extends, retracts and rotates. The bisector is also inspected to make sure that when the toggle actuates, the bisector blade extends and retracts and the toggle rocker assembly remains seated. The lot # 3000361645 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.